Manufacturer narrative:
Product analysis: it was determined on analysis that there were several interrupted lines on the left side of the lower liquid crystal display of the external pulse generator (epg) causing the setting for the epg to not be 100% visible and making the device unreliable. The device was replaced with a next generation external pacemaker instead of being repaired are the device reached end of service life. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.